Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving intrathecal fentanyl 50 mcg/ml at a dose of 30 mg/ml, bupivacaine 12 mcg/day and 50 personal therapy manager (ptm) boluses a day of 0.895 mcg via an implantable pump for non-malignant pain. It was reported that the patient's pump went into motor stall and did not cor rect. The pump was interrogated and then the pump was changed. The issue was resolved at the time of the report. The pump would be returned. Additional information was received from a patient indicating that they had the pump swapped out because their previous pump stalled. The patient stated that they were incoherent and they could not wake them up after surgery, so they handed the patient's wife the phone and two chargers and that was all they got. The patient mentioned going through withdrawal symptoms. Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that the patient displayed shaking, sweating and agitation. It was unclear what the cause of the motor stall was. When interrogating the pump after explant, the motor stall was cleared. When asked if the withdrawal symptoms resolved, it was stated that yes, the patient recovered. It was stated that they were unaware of the patient not being able to wake up after surgery. The pump would be shipped back on 2026-jun-17.